Manufacturer narrative:
Citation: biernacka ek et al. Percutaneous pulmonary valve implantation: state of the art and polish experience. Advances in interventional cardiology. 2017; 1(47):3-9. Doi: 10.5114/aic.2017.66180 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes of percutaneous pulmonary valve implantation. All data were collected from a single center (timeframe not provided). The study population included 66 patients (demographics not provided), 45 of whom were implanted with a medtronic melody transcatheter pulmonary bioprosthetic valve (no serial numbers provided). Among all patients, 2 late deaths occurred. It was reported that both deaths were associated with infective endocarditis. Multiple manufacturer¿s devices were implanted in the study population. None of the deaths were directly associated with medtronic product. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: infective endocarditis, unsuccessful valve implantation, reintervention, valve explant. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.